Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The hvad pump ((B)(4)) was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms on the date of the reported event. Additionally, log file analysis revealed an increase in power consumption starting on (B)(6) 2014 and returning to baseline on (B)(6) 2014. The device is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power are most often attributed to thrombus formation. The most likely root cause of the high power consumption and suspected thrombus cannot be conclusively determined. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Approximately twelve weeks after hvad implantation, this patient was hospitalized with hematuria and diagnosed with kidney dysfunction. The patient's inr at presentation was elevated at 3.38. Two days later he was transferred to the implanting facility with high flow and power. Log file review confirmed power outside of normal consumption and high watt alarms. Patient was treated with actilyse and hemodialysis. Pump parameters returned to within normal operation. The device will not be returned to heartware for evaluation as it remains implanted. Investigation is ongoing.